Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump buttons was unresponsive as well as motor error. Customer¿s blood glucose level was unknown. Customer stated that the no delivery alarms, slow rewind and poor battery life. Troubleshooting was not performed. The device will not be returned for analysis.

Manufacturer narrative:
All buttons functioning properly. No damage/unlocked lcd keypad connector during visual inspection noted. Device was received with normal operating currents and passed self-test, a21 error test. No unexpected low battery, battery out limit or failed battery test alarms during testing. Also, device passed rewind test, basic occlusion test, occlusion test, prime or a33 test, excessive no delivery test and displacement test. No motor error alarm, unexpected no delivery alarm, low battery alarm or rewind anomaly noted during testing. The motor was tested outside the device and passed. (B)(4).